Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the caller successfully completed the reset. The same malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to contact technical support if any future issues arise and acknowledged understanding.